Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/03/2015. The fse discovered that qd (quick disconnect) 7 was damaged. The fse replaced qd7 resolving the reported leak and diff vote outs. Service activity was performed and was verified to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported no differential results and a fluid leak of approximately 10ml from a coulter lh 750 hematology analyzer while running patient samples. The leak was not contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.